Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: device is an instrument and is not implanted/explanted. An evaluation was performed on the returned device. As per received condition; the 125 degree aiming arm was returned with the gold ring detached and no spring was returned with product. The returned 125 degree aiming arm, for trochanteric fixation nails is not able to mate with a guide sleeve as the gold ring on device. This is due to the fact that the pins holding the ring together were removed and not returned with product. This particular event has a document change order initiated in (B)(4) 2004 and released 11 march 2005. Specifically, new pins are used to hold the gold cap onto aiming arm from a smooth pin to knurled pin, which improves the holding strength of the pins. The aiming arm itself is made from (B)(4) aluminum, which is a common material for aiming arm instruments such as this. The returned product was manufactured in 2003 which is prior to the new design change. The most current design was reviewed and is adequate for its intended use. Even though the aiming arm had a service life of over 10 years, the design was deemed to be insufficient at the time. This complaint is valid; however, the design has been corrected and deemed appropriate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during insertion of the trochanteric fixation nail (tfn) the gold ring came off part number 357.365 and hit the floor. Another set was pulled in time to complete the case with no time lost. Procedure was successfully completed with no patient harm.

Manufacturer narrative:
The device was used for treatment not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to the complaint. All records indicates the product was manufactured to specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.